Manufacturer narrative:
(B)(4). Blade does not cut. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The blade failed to rotate during the evaluation.

Manufacturer narrative:
Date sent to the FDA: 04/20/2011. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2011. During the procedure, the device would not cut the tissue. A second device was used to complete the procedure with no adverse patient consequences.